Manufacturer narrative:
The insulin pump was received with no button error alarm. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a scratched display window. No moisture damage was noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 132 mg/dl. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer stated that it was raining really hard and he did not have an umbrella. The customer stated that the pump was a little damp and it wiped it off. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.